Event description:
Lap chole - "dr (B)(6) when used clips did not approximate on second usage of same case while ligating cystic artery. Please ref # (B)(4)." Medwatch event description - "volun (B)(6) 2013: when clip applier used. The clips did not approximate. Used new clip applier. No adverse outcome."

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. Accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.